Manufacturer narrative:
Product analysis: no product returned. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that this bioprosthetic pulmonic valve, was initially implanted in the mitral position with a transcatheter approach, via sternotomy, and through the left atrium. After this valve was deployed, it was explanted due to migration in the left atrium; there was no allegation against the performance of this valve. This valve was explanted, and a new transcatheter valve was implanted in the same position, using the same technique. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.